Event description:
It was reported that during use, the device suddenly shut down and an alarm tone kept sounding intermittently at around 06.24 p.m. On (B)(6) 2025. The patient was manually ventilated. There were no patient health consequences reported.

Manufacturer narrative:
The affected device was examined onsite by dräger service and a faulty basisboard m14.5 of the cockpit was identified as root cause of the reported malfunction. Replacing the basisboard m14.5 of the cockpit remedied the issue. The device was successfully tested afterwards and confirmed to be operating per manufacturer¿s specification. In addition, the log file was made available for further investigation at the manufacturer¿s site. Based on the log file analysis, a malfunction of the cockpit could be confirmed. The log file shows that the cockpit attempted three times to solve a detected deviation without success. The user was notified about this deviation by an appropriate alarm. The ventilation was not affected and continued as set. As a safety feature of the system, the safety software analyzes and verifies proper function of the device. If the safety software detects a deviation concerning the cockpit infinity c500, a restart of the cockpit will be triggered in order to reset the micro processing system to a specified state. A restart sequence of the cockpit lasts approx. 45 seconds. If it takes longer, the restart procedure will be repeated automatically. After three unsuccessful attempts the workstation would stop restarting the cockpit with accompanying audible alarm tone. The ventilation is not affected by a warm start of the cockpit. Safety relevant ventilation parameters are displayed in the supplemental oled-display wherein the user can see the on-going ventilation. In the current event, the device reacted as specified on a detected malfunction and alarmed accordingly. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.